Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient stated they went to have their pump filled yesterday and while they were sitting in the waiting room, the pump alarm went off. Patient stated the healthcare provider recognized the alarm, but now the alarm was going off again today. Patient asked if there was something they needed to do. Patient mentioned there was no one in the office that knows how to address the issue. Additional information was received from the healthcare provider via the company representative (rep) reporting pump was still alarming after refill yesterday. Session report confirmed low reservoir alarm along with motor stall recovery alert. Agent reviewed with the new software the alarm needs to be manually silenced from the home screen to ensure it clears.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.